Event description:
It was reported that during an attempted implant crosstalk was observed. Device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of crosstalk was confirmed via review of programmer printout. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the reported crosstalk was not determined.